Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 failed. The user was able to recover it, but the drawer continued to fail again afterward. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was kept failing. A field service engineer (fse) reseated all cables and confirmed that the issue did not occur again. The drawer was tested in hardware test application, and the customer completed an inventory to verify proper functionality. The system functioned as intended after the field service engineer repaired the device.